Event description:
It was reported that the pt had not had therapeutic effect since implant of a new pump and catheter 2 weeks ago. The pt experienced no relief of pain. The pump was filled the previous week with 39 ml and preservative free morphine sulfate. The pt was prescribed oral medication. The expected pump reservoir volume was 35 ml; 39ml was the actual reservoir volume. The drug was put back into the pump and was reprogrammed. No discrepancies were noted on the pump logs. The patient was scheduled for rotor/dye study and possible revision. Final pt outcome was not reported.